Event description:
It was reported that bovie tip did not stay seated in the pencil. The surgeon states they always check seating before use, and does not feel that it was caught on the mouthguard. Follow up reveals the patient sustained a superficial burn to the lip.